Event description:
Revision surgery due to excessive poly wear.

Manufacturer narrative:
H6 method: reviewed manufacturing/inspection records with no discrepancies noted. Device met design specification. Also, reviewed sales representative's notes and operative notes. H6 results: review of sales representative's notes revealed patient had incurred a fall. H6 conclusions: disassociation of the insert from the shell could have occurred for a number of possibilities: not locked in properly during surgery, if the neck of the stem impinged on the rim of the insert, trauma, or if the locking mechanism failed. As a fall was mentioned, it is possible trauma occurred. Owing to the amount of wear to the insert, whatever happened, it would have had to happen not long after the revision surgery.